Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, the unit shredded taking graft. The doctor noticed a shred effect of the graft, so he stopped took the dermatome off the field and got a different one to complete the case. There was no harm done to the patient and the graft was taken successfully with the new dermatome and case was completed. There was a 2¿3 minute delay and the patient was under anesthesia. Due diligence is in complete, there is no additional information is available.

Event description:
There is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the control bar was out of position; the control bar and lever were damaged. The control bar, lever, and various other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.